Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) one day post lasik. The patient complains of fuzzy vision. Topical steroid dosage was increased and an oral steroid was started since the patient lives far away.

Manufacturer narrative:
(B)(4)

Event description:
Upon follow up, dlk is reported to be resolved.